Event description:
It was reported that the patient developed an infection. The right ventricular (rv) lead was removed along with the rest of the pacemaker system. The patient remained in stable condition throughout the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).